Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test due to a protruded/loose drive support disk. The following cosmetic damage was also noted: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while priming the tubing to a new infusion set. The patient's blood glucose at the time of incident was 121 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that the drive support cap appeared normal, and that the pump had not been bumped or dropped prior to the compromised force sensor system alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.